Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was over 400mgdl and a manual injection was administered to address the bg level. A pump system check was performed and the occlusion was found to be within the infusion set tubing. During the system check, the customer stated that they had been using the cartridge for 4 days. Tandem technical support advised the customer to change their infusion set tubing along with their cartridge as well due using the cartridge outside labeling.